Event description:
It was reported in an abstract titled "comparison of clinical effect between pvp and pkp for treatment of osteoporotic vertebral compression fractures", that: 30 patients underwent operations with pvp (percutaneous vertebroplasty) and 45 underwent operations with pkp (percutaneous kyphoplasty). The operations were successful in all patients. In 16 cases of pvp and 11 cases of pkp, cement leakage occurred; however, without clinical symptoms. No further information was reported. It is unknown if the bone cement used was hv-r. Note: medtronic spine, llc does not currently distribute product in china

Manufacturer narrative:
Report source: article titled "comparison of clinical effect between pvp and pkp for treatment of osteoporotic vertebral compression fractures", by hao chen, yuan li, jinjun li, binqiang wang, hai tang. Method - device not returned; followed up with author.